Event description:
Healthcare provider reported a left side rupture and "mild per-implant effusion" confirmed via MRI. The device has been explanted.

Event description:
Healthcare provider reported a left side rupture and "mild per-implant effusion" confirmed via MRI. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare provider reported a left side rupture and "mild per-implant effusion" confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the radius side assessed as surgical impact opening. (Shell thickness was within specification) seroma-late: unable to observe since it is a medical event and is not related to the device. Additional observations: no penetrating nick (stress marks) observed on the device. No further actions are required as the device was implanted."